Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at user facility.

Event description:
It was reported that approximately 38 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented with ruptured abdominal aortic aneurysm, requiring surgical intervention. Reportedly, the patient had initially presented with abdominal pain and hypotensive to a primary hospital. A computed tomography scan revealed the aortic aneurysm had ruptured, and the suprarenal aortic extension had dislodged due to the aneurysm rupture. The patient was transferred to a secondary hospital where the devices were explanted. The patient is reported to be in good condition.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and images were provided and reviewed by the medical director. Based upon the clinical assessment, the reported event was confirmed. The cause of the complication was determined to be disease progression and associated anatomical remodeling. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.